Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. A 4.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilation. However, during inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported. Returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks on the whole device. Microscopic examination revealed a pinhole in the balloon 17mm from the tip. The balloon is loosely folded. There is blood present in the inflation lumen and balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. A 4.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilation. However, during inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.